Event description:
The customer reported that while in pt use the ventilator began alarming audibly with circuit disconnect on the visual display. No ventilation coming from the unit. The nurse removed the pt from the ventilator and manually ventilated the pt with alternate means of ventilation and then placed the pt on another ventilator. No pt harm. Psv mode setting: psv 10, cmh2o, peep 5, fio2 40%.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2014. The information for this follow-up report was noted on 10/6/2015. The alleged failed product was not returned to carefusion for further evaluation, therefore root cause of the reported failure can¿t be determined. If additional information becomes available a followup will be submitted. Life threatening was added because the ventilator required change out. Avea ventilator.